Event description:
It was reported patient underwent a revision post implantation due to unknown reason.Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4).D10:Item # Unknown, Unknown Distal Humeral Component, Lot # Unknown.Item # Unknown, Unknown Humeral Head, Lot # Unknown.Item # Unknown, Unknown Proximal Humeral Component, Lot # Unknown.Item # Unknown, Unknown Assembly, Lot # Unknown.Product has been received by Zimmer Biomet and the investigation is in process. Once the investigation has been completed, a Follow-up MDR will be submitted.